Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump powers off without user input. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. This device was returned from baxter (B)(4) due to a failure preventing the software upgrade. The failure has been confirmed through functional testing. The device was found to have both positive terminal battery contact pins depressed preventing proper contact with the battery. The device will be returned to the customer in the "as received" condition with a notification of the failure and a sticker indicating the device should not be returned to clinical use.